Event description:
It was reported that during surgery, the universal modular electric/battery double trigger handpiece suddenly locked and it did not restart. There was no pt harm; however there was a delay in surgery by an unspecified amount of time. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.